Event description:
It was reported that the lv (left ventricular) capture management (lvcm) was giving an incorrect reading of the lv threshold (possibly due to the atrial tachycardia) and the lvcm was disabled. The device remains in use. No reported complications have been reported as the result of this event. This is from the adaptive crt (cardiac resynchronization therapy) clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the lv (left ventricular) capture management (lvcm) was giving an incorrect reading of the lv threshold (possibly due to the atrial tachycardia) and the lvcm was disabled. The device remains in use. It was later reported that the device was explanted and replaced due to medical judgment because it was nearing battery depletion. It was not replaced due to the previous lvcm issue. No reported complications have been reported as the result of this event. This is from the adaptive crt (cardiac resynchronization therapy) clinical study.